Event description:
The report stated that during a vaginal hysterectomy with anterior repair, there was slight oozing at end of the case but the oozing was stopped with the ligasure device. The power setting on the forcetriad generator was at two bars as recommended. A total of approximately eight seals were done, all of which were good. The surgeon felt at the end of the procedure that there was no reason to think that the seals would be compromised. However, eight hours after surgery, a compromised seal at the infundibulopelvic ligament was discovered and the patient sustained blood loss of approximately one litre. A laparotomy was performed and the tissue was sutured. No further pt details are available.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. See attached memorandum for additional info. See scanned pages.